Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned non-emergency coronary treatment at the time of the reported event. The procedure was completed as planned by moving the c-arm back to its position with the help of the joystick. A philips remote service engineer (rse) examined the system remotely and confirmed the joystick for the c-arm did not return to its neutral position after releasing. A philips field service engineer (fse) examined the system on-site and found that the joystick on the geo module was defective. To resolve the issue, the fse replaced the geo module. The system was returned to use in good working order and ready for clinical use. The geo module was returned to philips for further analysis. Functional testing was performed, and it was identified the joystick of the geo module was not working as intended. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that a button on the geometry module was defective, which impacted c-arm movements. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.